Event description:
It was reported that post paced t wave oversensing was observed. Patient presented early to the clinic but was unable to make any changes. Changes will be made at next scheduled clinic appointment. There were no patient consequences.